Event description:
Customer stated they checked the pt's blood glucose between 7:30 and 8am and received a result of 179mg/dl. Pt was unresponsive so customer called 911. Paramedics arrived and received a result of 28mg/dl. Pt was taken to the hospital customer is unsure of what treatment pt was given to raise their blood glucose. A request was made for the return of the suspect device and replacement product was sent.